Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely calcified vessel. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, upon initial inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.